Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The reported recurrent mitral regurgitation (mr) appears to have been a cascading event of the slda. The reported patient effect of recurrent mr is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2. On (B)(6) 2020, a control echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The patient was not symptomatic and mr grade was at 2+. The physician decided to take a ¿wait and watch¿ approach. The patient was not hospitalized and released the same day. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.